Event description:
At follow-up, a recorded false episode of vf caused by t- wave counting was observed. The physician decided to cap and replaced the sense/pace portion of the lead. The defib portion of the lead remains active.

Manufacturer narrative:
No medwatch form was received.